Event description:
The operator attempted an arteriotomy closure using the starclose device in the common femoral artery after a diagnostic procedure. The starclose device appeared to deploy successfully. When the starclose device was removed from the pt, they observed that the starclose clip was still attached to the end of the starclose device. Hemostasis was achieved with manual compression. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the clip being found stuck at the distal end of the device between the garage leaves and the pusher fingers. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."